Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient's self-conducted ventricular tachycardia (vt) into ventricular fibrillation (vf) after a shock was delivered. The ICD delivered another shock, which successfully converted the rhythm. Technical services (ts) discussed possible programming changes. No additional adverse patient effects were reported. This ICD remains in service.